Manufacturer narrative:
Device has been received and will be evaluated. A follow up report will be provided.

Event description:
Display freezes and unit will not respond. Cycling power clears the problem briefly, but it always comes back.